Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The electrode was torn off. The fracture surface shows the appearance of an overload fracture. The locking ring of the nut has been twisted off and shows a force fracture. The damage indicates excessive use of force. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a electrode. According to the information received, the device broke during the procedure as well as the plastic ring around the handle. No patient harm reported. Additional infromation is not available.